Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was broken.

Manufacturer narrative:
A1. Patient identifier: (B)(6). Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube at 53.1cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and balloon. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was broken.